Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Has capped abandoned medtronic lead that had issues with lead crush in past no physician or hospital known.. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).